Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer accidently put the pump into storage mode. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose value was 200 - 500 mg/dl with moderate ketones identified as dangerous by healthcare provider. Reportedly, the customer administered a manual dose injection and went to the hospital where they were admitted into the intensive care unit for two days. The customer declined to provide additional information regarding the issues.